Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to the customer¿s sleep schedule being turned off while sleeping. Customer consumed carbohydrates to address bg. Customer decided not to update their setting and will speak with hcp prior to updating the setting.